Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60w cartridge (ex, ec60, long60a, pse60a, etc)? The analysis results showed that one ecr45w reload was received with no staple retaining cap and partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ple45a device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete however 11 staples were missing from the cartridge. While no conclusion could be reached as to how the staples fell off, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure, the first fire of the stapler, the first reload, the stapler advanced, but only slightly (not to the cut line). The product locked up. The pa retracted the blade and replaced with another reload. An additional three fires went without incident in the same stapler. There were no patient consequences.